Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported downstream occlusion alarms, which was not reproduced during evaluation. A review of the event history log found occurrences of downstream occlusion alarms however, occurrences in the history log are not indicative of a true failure as the occurrences could have been true. Evaluation was unable to reproduce to error and observed no discrepancies. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm. The problem occurred during preventative maintenance testing in biomed service department. There was no patient involvement. No additional information is available.